Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011, due to pain.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Medwatch reports 1825034-2011-00725 and 00726 were also filed in regards to the same event.